Event description:
The customer reported that the device's paddle set charge button was failing to operate. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device's paddle set charge button was failing to operate. There was no report of patient involvement. The device was evaluated locally and the paddle set was replaced to resolve the issue. The device was returned to service.